Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.

Event description:
False negative result(s). Customer stated that their wife used two of these tests two days in a row and they were both negative and the next day she was in the hospital with flu type a.